Manufacturer narrative:
The unit had a blank display due to the battery tube connector not being plugged in properly to the interface board. The unit had a scratched display window. There was no moisture damage noted on the electronic assembly or motor.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her insulin pump display went blank during a bolus attempt. The patient's blood glucose at the time of incident was 254 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The insulin pump was returned and replaced.